Manufacturer narrative:
D10 concomitant products: mcgrath mac vl handle 300-000-000 - 300-000-000. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that tried with an alternate battery, but the same issue occurred. Pulled the battery to check the serial number, but it fit very tight. Needed to use pliers to get the battery out, and the tab on the battery was broken. The lcd screen was defective and would not turn on. The unit was unrepairable and needs to be scrapped. It was reported that the video laryngoscope was on, but there was no visual. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the light of the videolaryngoscope was on, but there was no visual. Tried with an alternate battery, but the same issue occurred. Pulled the battery to check the serial number, but it fit very tight. Needed to use pliers to get the battery out, and the tab on the battery broke. There was no patient involvement.